Event description:
It was reported that patient underwent procedure utilizing a suture passer on (B)(6), 2011. During the procedure, the device would not pass the suture when surgeon attempted tissue fixation. There was no injury to the patient or delay to the procedure as a result. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned device noted the trap door to be crooked which could have contributed to the reported event. This report filed (B)(6), 2011.